Manufacturer narrative:
(B)(4). Vyaire medical was able to verify the customer's reported issue during testing and evaluation. During bench testing, the ltm monitor would not power on due to an exposed wire on the pigtail. Vyaire medical replaced the pigtail to address the reported issue.

Event description:
It was reported to vyaire medical that the unit was possibly arcing on the connector wire that attaches to the board. There was no report of any patient involvement or harm associate with this reported event.